Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. During a review of the device history touchscreen button ID: invalid error codes were noted. Further testing found the contamination on the bottom edge of the touchscreen due to fluid ingress. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was "no touch." There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.